Event description:
The service repair technician reported that during routine testing of the device at the service center, there was a hi-potentiometer test failure. There was no patient involvement.

Manufacturer narrative:
This complaint is confirmed by the service repair technician. The power supply will be replaced. H3: evaluation is in progress, but not yet concluded.